Manufacturer narrative:
Non-OEM power cord identified and was disposed of, replaced with OEM. Non-OEM battery identified. Cracked bottom case. Primary audible alarm bgnd test. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. No problem was found. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump alarmed system failure, primary audible alarm background test. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.